Event description:
It was reported that remote alert was triggered due to sudden increase of superior vena cava (svc) and right ventricular (rv) coil lead impedance. During revision, only isolation damage near the pin of the svc coil was noticed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, there was lead impedance out of range alert, and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. An out of tolerance (oot) subthreshold lead impedance alert was recorded on 29 jul 2008 and 14 sep 2013. Max superior vena cava (svc) and defibrillation active can impedances vary between 39 and 236 ohms throughout the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.